Manufacturer narrative:
The initial reported event of high thresholds was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: c6tr01 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and high impedance. The lead was capped and a new lead was implanted. Several years later, the capped lead was removed. No patient complications have been reported as a result of this event.